Event description:
The pump was explanted after an implant duration of 46 months due to battery depletion. It was replaced and returned to the manufacturer for analysis.

Event description:
Additional info from the hcp reported the pt had been experiencing decreased pain control "pump had also slipped down into groin." The pt is reported to have recovered without sequeal. H6 - final device analysis results reveal no anomaly found - normal device function.